Event description:
The subject device was used during a laparoscopic appendectomy. The procedure was completed without any error. It was reported that the grasping surface of the subject device was partially detached after the procedure. The facility confirmed that there was no fragment of the grasping surface left inside the patient's body by using a CT after the procedure.

Manufacturer narrative:
The handle of the subject device was returned for evaluation, but the probe of the subject device wasn't returned. There was a trace created by the probe being pushed against on the detached grasping surface. As the result of this, it is considered that the user didn't insert the probe completely into the handle and activated output while grasping some tissue, and the distal end of the probe came in contact with the grasping surface with excessive force, which leads to the situation that the grasping surface was worn and partially detached. Therefore, it is concluded that the phenomenon was due to the mishandling at the facility . The instruction of the subject device mentions appropriate handling method. This report is being submitted as a medica device report in abundance of caution.